Event description:
Patient had uncomplicated saline hysteroscopy. Uterine cavity length found to be 4.5cm (8.5cm normal length minus 4cm endocervix). Device set for 4.5cm length and inserted into cavity up to fundus. Sleeve pulled back and device moved side to side, and up and down to determine cavity width. There was a sudden give sensation and device was removed. Hysteroscope removed and confirmed uterine perforation near right corner. Minimal bleeding noted. Procedure abandoned and patient went to recovery room in stable condition.